Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that high impedances were measured. It was noted that during intraoperative testing three contacts were consistently out of range on 0-7. It was further noted that contact 11 was also consistently out of range. The reporter stated that impedance was run multiple times and the multilead trialing cable was changed out, but the same contacts continued to be out of range. It was noted that a new lead was opened, implanted, and tested. It was further noted that all contacts were fine with the new lead. The reporter stated there was no damaged noted on the lead visually and the healthcare professional implanted the lead with care. The reporter further stated that no extra force was needed and the implant went smoothly. It was noted the manufacturing representative questioned damage in the box. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported that contacts were out of range during intraoperative testing. It was noted that there was no patient death or injury. It was further noted the patient status after the device was removed was recovered without sequela.